Event description:
It was reported that the patient was experiencing heart failure. The atrial lead was not functioning properly due to fracture. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.